Event description:
It was observed during reprocessing of the permanent cautery spatula instrument, the tip of the instrument was noted to be missing. The site's central processing department notified the surgeon of the missing fragment. An x-ray performed on the patient found that the missing fragment was retained inside of the patient; however, the surgeon made the decision not to retrieve the broken instrument piece from the patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the isi clinical sales representative (csr) and obtained additional information regarding the reported event. The csr indicated that he was not present in the operating room when the hysterectomy procedure was being performed. After the procedure was completed, central processing noticed that the tip of the permanent cautery spatula instrument was missing. In turn, central processing notified the surgeon and csr of the missing fragment. The surgeon reviewed an x-ray that was performed on the patient and confirmed that the missing fragment was still in the patient. The surgeon made the decision not to retrieve the missing fragment. The csr provided a photographic image of the affected permanent cautery spatula instrument. Based on the photographic image, engineering evaluation noted that the spatula fractured near the forming line (where the tip transitions from a rod to a flattened shape) and the approximate size of the piece that broke off is roughly .150 x .090. Engineering evaluation concluded that the damage was likely due to overloading of the tip. On (B)(4) 2013, isi contacted the robotics coordinator from the site. She indicated that the subject instrument involved in this complaint was inspected prior to use. The hysterectomy procedure was not recorded. The robotics coordinator denied that the permanent cautery spatula instrument collided with any other instruments during the procedure. At the time of contact with the robotics coordinator, she denied that the patient had developed any post-operative complications. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation confirmed the alleged issue that the tip of the instrument broke off. The instrument was found with the tip of the spatula broken. The broken surface was found to be not smooth. No damage was found on the ceramic sleeve or the pulley of the instrument.